Event description:
Reported the pt had two serious suicide attempts while in the vns study. Good faith attempts have been made for additional info surrounding the event. The pt's treating physician who assessed and treated the events has retired, therefore, no further info will be attained.